Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker could not be implanted as the lead could not be inserted completely into the ventricle socket. The pacemaker was replaced during the procedure on (B)(6) 2020. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.